Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-10749 addresses the first captiflex snare, while manufacturer report# 3005099803-2013-10750 addressed the second captiflex snare. It was reported to boston scientific corporation on (B)(4) 2013 that two captiflex small oval snares were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, the physician attempted to cold snare a polyp; however the snare (manufacturer report# 3005099803-2013-10749) would not cut properly. The snare was removed from the patient and another captiflex snare (manufacturer report# 3005099803-2013-10750) was opened. The second snare also would not cut properly; however the physician was able to saw the polyp off to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: snare difficult to cut through target polyp. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.